Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. However, no relevant or unexpected alarms were noted in adapt. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and displacement accuracy test. No unexpected alarms or anomalies were noted during testing. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of possible under delivery are not confirmed. Unable to confirm customer allegations of high bgs. No failed device tests were noted during testing. Unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported the pump was under delivering, high pressure (hp) test did not pass twice.. The customer reported a blood glucose value of 234 mg/dl. The customer was treated with pump. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device would be returned.